Event description:
The pt reported that her charger stopped communicating with her ipg. In turn, the ipg has not been charged in over a month and the pt stopped receiving stimulation a month ago. Troubleshooting identified that pt's programmer also does not communicate with the ipg. An sjm rep will meet with the pt to evaluate the scs sys.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.